Manufacturer narrative:
The technician found a sticky liquid spilled onto the rail which affected the siderail locking mechanism. The technician cleaned the siderail to repair the bed.

Event description:
Information received indicates, the intermediate siderail is sticking and not latching.